Event description:
When removing endowrist instrument from cannula, spatula was not coming out. Tip of instrument missing a piece on visualization. Md notified and inspected op site. Company representative was in room and is aware of issue. Called company. Device not radiolucent. Risk md from company said tip will not harm patient.